Event description:
A generator reset was performed and high impedance was observed following system diagnostics. As the generator was not functioning as expected, suspected to be due to damage from the lithotripsy procedures, and there were no known issues with the lead, the high impedance is likely attributed to the generator's impedance measurement. It was noted that xrays confirmed there was no indication of structural damage to the lead. The patient was referred for a generator replacement. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
It was reported that generator autostimulation and magnet were not seen on tablet. Multiple attempts had been made to download all the records. It was reported that the patient mother uses many magnet swipes over time and the magnet does not abort seizures. During visit, tc tried in office to test magnet swipes and download events and trends data to confirm the magnet swipe. Magnet was swiped twice in office and the swipes were not seen in data. It was also noted that autostimulation is noted to not be working. It is suspected that there may be a generator issue occurring. The last magnet and autostimulation data was observed on (B)(6) 2020 (date of a lithotripsy procedure). Patient has had three lithotripsy procedures performed on (B)(6) 2020, (B)(6) 2020 and (B)(6) 2020. Last magnet and autostimulation events occurred on (B)(6) 2020 when the strongest lithotripsy, up to 90hz, occurred on the same date. System diagnostics were noted be okay; however, magnet and autostimulation diagnostics were note performed. No issues were observed with system diagnostics. No additional relevant information has been received to date.

Event description:
Programming data displayed that during the generator was "sensing" the presence of a magnet while no magnet was near the generator. This caused the generator to not deliver stimulation or update the impedance measurements. Generator reset appears to have resolved a magnet being detected by the generator. As noted above, in product analysis, it was confirmed no issues were seen detecting the magnet. Though product analysis was unable to confirm the reported events, the patient had several extracorporeal shockwave lithotripsy procedures performed, which is noted in labeling to potentially cause generator damage. As the observed generator issues aligned with the last lithotripsy procedure on 8/14/2020, it can be assessed that the lithotripsy likely had an effect on the generator and resulted in the generator issues seen.

Event description:
Patient had a generator replacement occur. High impedance was no longer observed on the replacement generator. The explanted generator has not been received to date. No additional relevant information has been received to date.

Event description:
The explanted generator has been received and analysis is underway.